Event description:
User experienced one patient sample with discrepant magnesium results. Initial result gave 4.9 meq/l; repeat gave 1.8meq/l. None of the results were reported. The field service representative determined the cause to be a small leak in the fluidic system, and replaced pippette seals, reflared tubing and flushed out fluid system. Performance tests were performed.